Manufacturer narrative:
Technician found that the head of the bed hi-low function would not work and could not be operated manually. Head was stuck at about 10 degrees. Replaced the bed to resolve this issue.

Event description:
Complaint alleged that the head will not go up.